Manufacturer narrative:
(B)(4). The lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged back to the main body of the coronary sinus (cs). The lead was explanted and replaced. This lead will not be returned as it was discarded. No additional adverse patient effects were reported.